Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Pericarditis was confirmed in a patient following esophageal discomfort and heart burn localized to the middle right side of the chest, especially when taking deep breaths. This occurred after a procedure that took place on (B)(6) 2023.